Event description:
It was reported that this patient with a pacemaker system presented to the emergency room (ER). The physician called for review of device data. Upon review, technical services noted this device was undersensing atrial fibrillation. Technical services recommended to follow up with the cardiologist. At this time, this system remains in service. No adverse patient effects were reported.